Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to inspect battery compartment and spring for corrosion and or damage. The customer found out that the battery compartment is corroded. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm or low battery alarm noted and the battery icons functioned properly. However, the insulin pump had cracked reservoir tube lip.